Event description:
When a plcr75b reload was fired in a total gastrectomy procedure the device only partially transected and partially stapled the tissue. The firing was incomplete, stopping about 2 cm away from the distal end of the staple line. The procedure was completed by means of another device.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are placeholders as the software allows only for the entry of numerical values.the plcr75b reload was found to have damage to the shuttle as well as some pushers. This damage was the cause of the partial cut and partial stapling observed. It is believed that the shuttle may have been damaged during firing. The issue will be monitored and trended.